Manufacturer narrative:
Product discarded/expended by customer. Results pending investigation.

Event description:
On (B)(6) 2021: patient presented to the ER for an unspecified reason. A patient serum specimen was tested on two different lots of fisher sure-vue hcg serum/urine test kits and two false positive results were observed (see MDR 2027969-2021-00048 in for lot hcg0112073). A confirmatory beta serum quant was performed and a result of 3 miu/ml was obtained. Customer states they consider any beta serum quant result of <5 miu/ml as negative. No adverse outcomes were reported. Although further information was requested, no further information was provided.

Manufacturer narrative:
D4: UDI added. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical serum samples and low-hcg serum samples (3 miu/ml). The results were read at 5 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.